Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of an implantable pulse generator (ipg) system, the patient experienced dizziness. The his bundle lead was found to have unstable high thresholds and intermittent loss of capture. The lead was reprogrammed and then replaced the same day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.